Event description:
Caller reported an alarm due to an occlusion event earlier in the day. The customer¿s blood glucose level did not exceed 500 mg/dl, and the cgm did not read as ¿high.¿ the customer decided not to change supplies and resumed insulin, with no further assistance necessary.